Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking. It was further reported that the chemotherapy tubing was leaking from the flush connector. The luer lock connector was tightened and covered with an unspecified chemotherapy glove; after one (1) hour, leaking was observed. Chemotherapy treatment was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.